Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. Evaluation also revealed that the non-penumbra sheath was ovalized and had bend along its length. If the benchmark is manipulated against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed an additional fracture and a kink in the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), a 6f short sheath, a 5fr diagnostic catheter, and a guidewire. During the procedure, the physician placed the short sheath into the patient. After performing diagnostic angiograms, the physician advanced the benchmark to the origin of the subclavian artery using the guidewire. While advancing the diagnostic catheter through the benchmark, the physician noticed under fluoroscopy that the distal end of the diagnostic catheter was parallel to the distal end of the benchmark. Subsequently, the physician noticed under fluoroscopy that the mid-shaft of the benchmark was fractured in the abdominal aorta. Therefore, the diagnostic catheter and the proximal part of the benchmark were removed. After a few attempts, the physician successfully removed the distal part of the benchmark using a snare device. The procedure was completed using a new benchmark, a new 6f short sheath, and the same guidewire. There was no report of an adverse effect to the patient.